Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty main printed circuit board. However, the specific cause of the faulty main printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the visera 4k uhd camera control unit cannot be turned on. There was no delay or procedural involvement. The event occurred during preparation for use, prior to a therapeutic laparoscopic oophorectomy procedure. It was reported that the procedure was completed using the same device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. Additional findings are as follows: there was an e117 error, due to a faulty motherboard; the screw at the rear panel and the screw at the front panel were broken. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.